Event description:
It was reported that it was believed that an episode was not detected due to programming or possible undersensing. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.